Manufacturer narrative:
(B)(4)there was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as a brownish, blister-like rash, with red bumps, underneath the plastic transmitter housing. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with triamcinolone steroid cream, prescribed by his physician on (B)(6) 2015, for treatment of eczema. Patient reported having a sore that would not heal from wearing ear plugs, not related to dexcom use. Additionally, patient uses over-the-counter benadryl cream and gold bond cream for skin reactions. No additional event or patient information is available.